Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (between 9:30 pm - 10:30 pm). The patient denied testing his blood glucose with another device after the reported power issue occurred. The patient manages his diabetes with insulin; however, it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged power issue, the patient reportedly developed symptoms of lightheadedness and sweating the following morning and at 7:30 am that morning, the patient reportedly consumed food and/or drink as self-treatment. During troubleshooting, the csr verified the subject meter¿s battery did not need to be replaced (per owner¿s booklet recommendation), the patient was using the correct test strips at the time the alleged issue occurred, and the patient was not using the subject meter for the first time. The reported power issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (10/03/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/24/2013 and 9/26/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a crystal failure. Crystal x1 was defective. In addition, the meter was found to have a defective processor cpu u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.